Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 failed to open. The field service engineer (fse) inspected drawer 5, and the latch sensor was found loose from its mounting housing. The latch sensor was reseated into its housing, properly tightened, and secured to ensure stability. Functionality was successfully tested in an hardware test application (hta) run, confirming that the drawer operation was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 was failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.